Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully clip-deployed. The locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. Subsequently, bent wings could have captured the clip, preventing the clip from being fully delivered to the arterial surface to close the access site as reported. Bent wings could also result in difficult device removal after firing the clip; however, this was not reported. Subsequently, a failure to achieve hemostasis occurred which required the use of manual arterial compression to achieve hemostasis. It was reported that the physician was not trained in the use of the starclose se device at the time of the procedure. The starclose se device was deployed in a 7-french sized arteriotomy site. The instructions for use (IFU), under the caution section, states that the device is restricted to sale by or on the order of physicians (or other healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operators must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Additionally, the IFU states under special patient populations section that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with introducer sheaths less than 5f or greater than 6f during the catheterization procedure. An arteriotomy site that is too large in size may result in an arterial wall that may not retract to a small enough size to permit the starclose se clip to capture and close the site when deployed. In addition, a large sized arteriotomy could have contributed to loss of arterial access during use; however, this was not reported. Possible contributing factors for bent locator wings that interfered with the clip deployment included, but not limited to, challenging anatomical conditions, operator deployment techniques, and manufacturing deficiencies. There were no challenging anatomical conditions reported which could have contributed to bent locator wings. Although, it was reported that the device was deployed in a 7fr sized arteriotomy which was not recommended by the IFU, this unlikely contributed to the detected bent locator wings. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device was incorrectly deployed, which could have contributed to bent locator wings. During manufacturing, every vessel locator wings assembly is inspected and tested for proper assembly. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for bent locator wings is tissue compaction that exerted a distal force on the locator wings while in the tissue tract. Tissue trapped between the distal-end of the tubeset and the locator wings can bend the wings and interfere with clip deployment. No manufacturing or quality deficiency was detected. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A query of the complaint database for this lot revealed no other incidents with reported clip captured at distal-end of the device. A product quality deficiency was not noted. This is an isolated incident for this lot.

Event description:
It was reported that after a percutaneous transluminal angioplasty of the superficial femoral artery, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, after making a 5-7mm incision at the sheath site, the tissue track was spread all the way down to the vessel. After completion of the starclose se deployment steps, bleeding continued, and the clip remained on the distal-end of the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Correction to description: the physician was not trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). (B)(4): use in a 7fr sized arteriotomy and operator not trained by an abbott vascular representative. The device is indicated for the percutaneous closure of common femoral access sites in patients who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. An arteriotomy site that is too large in size may result in an arterial wall that may not retract to a small enough size to permit capture by the starclose se clip. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.